Event description:
Syringe was being used to inject chemotherapy into a bag and luer lock tip broke off from syringe, resulting in spill inside of IV hood. Spill was immediately cleaned. Employee's personal protective equipment (ppe) was replaced. Drug was wasted, and dose was remade for patient. Chemical agent did not reach the patient.